Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead, the helix of the lead did not appear to be fully extended. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.